Manufacturer narrative:
This report is submitted on september 22, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the implant (specific date not reported). The implanted device remains. There are no plans to explant the device and to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on january 05, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 04, 2023.